Event description:
The hospital occurred, "a small tear" of the anterior wall of the esophagus during intubation with the green light ii blade. It is unk if any treatment was required. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
No pt info is available.